Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what do you mean by jb-1 to sh-1? Provide more details. The needle has been changed from a jb-1 needle to a sh-1 needle. The surgeon prefers quality of jb-1 needles. He has had problems with the quality since the changeover. He would like to know what has changed. How many sutures are involved in this event? In this specific case 2 needles were affected. Problem had been observed before without being able to provide details. Was there any adverse consequence associated with the patient? Delay in surgery time, no harm to patient. After how many passes through tissue did the needle become dull? After 1 -2 penetrations. Was there any damage to the tissue? Unknown. What was used to repair the tissue? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2021-07016.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. There were no patient consequences reported. Additional information was requested.